Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in used condition. The investigator was unable to duplicate the reported product problem (pump shutting off). The device successfully ran the program without any issues. No actual fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The circuit board was replaced as a preventive measure.

Event description:
Information was received that cadd ms3 pump keeps shutting off. There were no adverse events reported.